Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted due to inph (idiopathic normal-pressure hydrocephalus) via l-p shunt on (B)(6) 2014 with 150mmh2o. On an unknown date of 2020, the set pressure could not be changed however, there was no worsening of clinical symptoms. The set pressure was 120mmh2o and the patient was in follow-up observation. On (B)(6) 2022, the patient presented with disorientation, and an MRI was performed, which confirmed ventricular enlargement. The set pressure was 80mmh2o and could not be changed. The patient was in the follow up. On (B)(6) 2022, the patient presented with disorientation, and an MRI was performed, which confirmed ventricular enlargement. The set pressure could not be changed with the programmer and strong magnet. Therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 . The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot cnbbdc, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move. The silicone was cut just after the valve casing and the cam mechanism was gently moved. The valve was retested for programming, the valve failed the 2nd test, the cam mechanism did not move. The valve was dismantled and was examined under microscope at appropriate magnification: no biological debris was noted. The cam magnets were controlled and failed. The valve flushed no occlusion was noted. The root cause for the programing issue found during the investigation is due to the abnormal polarization of the cam magnets. The root cause for the ¿abnormal polarization¿ noted during the investigation could be due to ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in an MRI procedure, as noted in the warnings of IFU.

Event description:
N/a